Event description:
Device was advanced around the bifurcation during a contralateral study. Upon withdrawal of the catheter, the tip caught on calcification at the bifurcation and separated. During attempted retrieval, the tip separated each time it was snarled. However, separated segments were successfully retrieved.